Event description:
Report received of sparks from a power cord. The customer reported that the pump was returned from clinical use with an unsigned note that read "malfunction-sparking cord" there was no tracking information on the note in order to obtain specific patient information, pump programming, or event data. There were no reported adverse patient or staff events while the device was in clinical use. Though reqested, no further information was available.